Event description:
On 05/21/2011, patient reported, the buttons on the infusion device were not functioning. Call disconnected. On call back, patient reported both the up and down buttons are not responding properly. Patient stated, it's mostly the down button. Patient reported sometimes the up button gives her concern. Patient stated, she is able to make it work by pressing them a few times or moving them around to make contact. Patient reported, the buttons pop back up when pressed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.